Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial#: (B)(6), ubd: 29-feb-2028, UDI#: (B)(4); product ID: 977a260, serial #: (B)(6), ubd: 14-mar-2028, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2024-apr-09: information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins). It was reported that there was an ins in pocket issue. Ins is causing discomfort; lidocaine patch prescribed by healthcare provider (hcp). Ruled out infection on physical exam. There was also a return of pain, new pain that is unrelated to the baseline, pain at the ins site, soreness/pinching, and swelling. A lead is suspected to have migrated. Issue is ongoing; additional surgical intervention is required. A revision is planned. 2024-apr-26: additional information was received from a manufacturer representative (rep). The rep reported that the issue reported regarding the ins pocket issue was discomfort and pain at the pocket site. At the time of their lead revision surgery the suspected cause was a seroma. Both leads moved/migrated. The issue is resolved now.